Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the sewing ring was removed. Damage to the cloth was observed with an adjacent tear to the right/left stent post which appears to have occurred during explant. The right and left cusps were in the closed position with the non-coronary cusp partially open. All commissures were intact. All leaflets were slightly stiff yet flexible. An approximate 8mm tear was observed on the right cusp at the lunula extending along the point of coaptation creating a large hole through the tissue. The tear exhibited smooth edges on top and bottom ends along the laceration. An additional smaller tear was observed on the right cusp free margin adjacent to the tear. The tears noted on the right cusp appear to be due to lacerations made by sharp instruments. The non-coronary cusp appeared intact. Two fenestrations were observed on the left cusp. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The returned device exhibited cuts; when and exactly how the cuts occurred cannot be determined at this time. With multiple downstream manufacturing checkpoints, any cuts similar to the ones on the right cusp would have been identified. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported as a "valve tear". No additional adverse patient effects were reported.